Manufacturer narrative:
Reporting institution name: (B)(6). Reporting address state: (B)(6).

Event description:
Philips received a complaint on the v60 ventilator, indicating that the unit had a battery failure. The device was not in clinical use at the time the issue was discovered. There was no patient or user harm reported.

Manufacturer narrative:
H10: per good faith effort (gfe) response received 05/23/2023, the authorized service provider (asp) engineer confirmed that the battery was out of warranty and not replaced. The customer declined service and repair and ultimately resolved the reported issue. No further information could be obtained. The investigation concludes that no further action is required at this time. The device remains at the customer site.  If the decision is made to have the device evaluated and repaired, a new service order will be opened and captured through philip's normal complaint procedure.